Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer changed her infusion set and had symptoms of violent vomiting, thirst, and feeling very weak. Customer contacted her health care professional for high blood glucose levels. Customer stated that she had a backup plan. Customer has not treated for high blood glucose levels. Customer went to the emergency room on (B)(6) 2014 at 2 pm. Customer had blood glucose level in the high 400 mg/dl range. Customer had diabetic ketoacidosis and was sent home after the emergency room visit. Customer was wearing the pump at the time of the emergency room visit. Customer was wearing the pump at the time of the emergency room visit. Customer took off the pump because they gave her an insulin drip. Customer's settings and basal rates are correct. Customer had low battery, no power, and no delivery alarms in the alarm history. Customer stated that the cannula was bent and occluded. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).